Event description:
An optometrist reported that, six months following bilateral intraocular lens (iol) implant surgery, flecks were observed on the lenses. In the follow-up, the optometrist states the patient reports blurry vision at distances and near and has "difficulty with small print and crawlers on tv". There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/20/2008 and 07/16/2008 by phone, fax, and mail. A completed questionnaire was received on 07/18/2008.